Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with medical records received. Review of the available records identified the following: patient underwent an initial left tha on and no complications were noted. 6 years post implantation, severe anterior hip pain was noted, following which hip arthroscopy for iliopsoas release was performed. No products were explanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date: unknown month and day in 2016. Concomitant medical products: cat# 00631005632 liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell lot# 60819048, cat# 00625006530 bone scr 6.5x30 self-tap lot# 61391159 cat# 00771101100 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset lot# 61512804, cat# 00801803201 femoral head sterile product do not resterilize 12/14 taper lot# 61394013. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision approximately 6 years post implantation for iliopsoas release due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.